Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On jan 15th 2020, senseonics was made aware of an incident where user experienced hyperglycemia and was called in ambulance by friend and hospitalized.

Manufacturer narrative:
Per investigation documented in case notes, the customer was not using the transmitter/system on day/time of the event (i.e. (B)(6) 2019 at 3:01 am est). Case notes also indicated that system asserted calibration past due alert on (B)(6) 2019 at 3:28 am est and customer did not enter any calibration after that alert. The customer hence had gone for full 24 hours without calibrating. Per design, the system blinds glucose values and does not provide any alerts once calibration past due alert has been triggered.